Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported through a clinic survey that a peritoneal dialysis (pd) patient was having an increasing allergic reaction to the dialysis solution. The patient stated that the entire first fill felt like it was burning their entire stomach cavity. They said it was a level 10 on the pain scale. They stated that they had nausea and vomiting every day and lost 20 pounds in 2 weeks from not being able keep food or liquid down. All of which has stop since not using fresenius products. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized (dates not provided) for abdominal pain. The patient¿s hospital course is largely unknown, as the discharge summary was unavailable. Therefore, it remains unknown if the patient required/received any medical intervention while hospitalized. Additionally, it is unknown if the patient utilized any fresenius products and/or devices during the hospitalization. The patient was reportedly discharged (date not provided) in stable condition and has transferred to another clinic on (B)(6) 2021. The pdrn reported the patient preferred using baxter pd products over fresenius, and now the patient uses exclusively baxter products for renal replacement therapy (rrt). The pdrn stated there was no allegation a liberty cycler deficiency or malfunction caused or contributed to the events. However, it remains unknown if the patient was utilizing a 2.5%. As such, the pdrn could not confirm if the hospitalization was related to any fresenius device(s), product(s), and/or pd therapy itself.

Manufacturer narrative:
Clinical investigation: a reported temporal relationship exists between ccpd therapy utilizing unknown fresenius pd solutions and the adverse events of nausea, vomiting, weight loss, allergic reaction and abdominal pain/burning, which warranted hospitalization. Due to a lack of hospital documentation, a comprehensive investigation identifying causality is not possible. Additionally, the pdrn was unable to recall if the patient¿s hospitalization was related to a fresenius device(s) and/or product(s). However, the pdrn was able to confirm the events were unrelated to any fresenius device(s) malfunction or deficiency. Gastrointestinal complications such as nausea, vomiting, abdominal pain/discomfort are known to commonly occur in patients with renal failure. Based on the totality of the information available, the unknown fresenius pd solution cannot be excluded from having a possible causal or contributory role in the patient¿s serious adverse events. There is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient reported the symptoms resolved with the discontinuation of all fresenius products. Therefore, without a discharge summary, treatment record, and/or nephrology notes, this clinical investigation cannot disassociate the unknown fresenius pd solution from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported through a clinic survey that a peritoneal dialysis (pd) patient was having an increasing allergic reaction to the dialysis solution. The patient stated that the entire first fill felt like it was burning their entire stomach cavity. They said it was a level 10 on the pain scale. They stated that they had nausea and vomiting every day and lost 20 pounds in 2 weeks from not being able keep food or liquid down. All of which has stop since not using fresenius products. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized (dates not provided) for abdominal pain. The patient¿s hospital course is largely unknown, as the discharge summary was unavailable. Therefore, it remains unknown if the patient required/received any medical intervention while hospitalized. Additionally, it is unknown if the patient utilized any fresenius products and/or devices during the hospitalization. The patient was reportedly discharged (date not provided) in stable condition and has transferred to another clinic on (B)(6) 2021. The pdrn reported the patient preferred using baxter pd products over fresenius, and now the patient uses exclusively baxter products for renal replacement therapy (rrt). The pdrn stated there was no allegation a liberty cycler deficiency or malfunction caused or contributed to the events. However, it remains unknown if the patient was utilizing a 2.5%. As such, the pdrn could not confirm if the hospitalization was related to any fresenius device(s), product(s), and/or pd therapy itself.